Event description:
It was reported that, the patient experienced difficulty completing a full supply change and was unable to properly attach the luer connector. The patient went through three connectors before successfully attaching one. While attempting to connect the tubing to the connector, the patient was attaching it to the cartridge incorrectly, resulting in the loss of three connectors and three infusion sets. The agent advised that replacement supplies would be sent. The affected connectors and infusion sets were associated with the reported lot numbers. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.